Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by technical support, who provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurs.